Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. (B)(6).

Event description:
It was reported that 80 bd vacutainer¿ barricor" lh plasma blood collection tubes underfilled. The following information was provided by the initial reporter: "I have been contacted by a health care service that is experiencing sampling difficulties with the barricor tube - 365056 - lot 0311963. Several nurses in this department have noticed that the tube does not fill even though they are in the vein, as the problem does not recur with other tubes. Is it a lack of vacuum? Have you had any other complaints about this product?"